Event description:
Btm implanted on a pediatric patient, where the btm had been delaminated around at approximately 16 days and the patient had the btm foam coming through the skin graft. The areas were moisturized and had xeroform dressing applied and with showers and baths the foam sloughed off. It was reported that the patient was doing well.